Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. In 2006, the patient was seen by a company representative for device evaluation. External hardware was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.